Event description:
A malfunction alarm was reported on the pump, identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reset the pump before contacting technical support; the malfunction did not recur following the reset. Technical support advised the customer to continue using the pump and to contact them again if any further malfunction codes appear.